Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, session records were reviewed, and the pptwos was suspected to be due to premature ventricular contraction (pvc). No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.